Event description:
It was reported difficulty inserting charge cable into charge port. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, and no additional information was received regarding corrective actions or outcome of event.